Event description:
It was reported that during the implantable cardioverter defibrillator (ICD) implant procedure there was poor telemetry with different programmer positions and different programmers. When the physician took the device out of the pocket good telemetry was established and remained stable for the remainder of the case. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).